Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient reported that the bg meter readings had been way off from the cgm readings. On 2/21/2024, the day of the event, the patient was asleep. The patient's mother tried to wake the patient but the patient was unresponsive. It was reported that the patient was not responding due to an insulin reaction. Cgm and bg values were unknown during this time. The patient's mother called emergency medical services. When emergency medical services (ems) arrived, the patient was given something to eat and drink by the ems. The patient was not sure if she was treated with glucose via IV by paramedics; however, she reported when she woke up, there was an IV setup there. At an unspecified time, the patient reported the cgm was 86 mg/dl while the bg was 150 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.